Event description:
The dental implant, fx4808nlc was removed on (B)(6) 2017 due to loss of osseointegration 5 years and 4 months after implantation. The doctor indicated that the bone resorption caused the implant removal. The patient has medical history of bruxism. The patient need another surgical intervention.